Event description:
The clinician reports the implant was inserted on (B)(6) 2024 in ada 14. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2024, non-osseointegration was verified. Patient presented with bone type IV, fair oral hygiene, inadequate bone quality/quantity and previous bone augmentation. No product was returned to the manufacturer. At the event the patient experienced: infection, pain and mobility. No further patient complications were reported.